Event description:
During a pulmonary vein isolation a farawave catheter was selected for use. An abnormal elevation of the t-wave was observed just before the case was completed. Upon checking to see when the elevation had started, it was found that the t-wave elevation was confirmed immediately after pvi had ended through pfa and post-map was started. Since only the t-wave was elevated and not the st wave, cag was urgently performed after the case, but no abnormalities were found in the left or right coronary arteries. About 30 minutes after the procedure was completed, the t-wave returned to almost the same level as when the patient was brought in, and the patient was discharged. Thereafter, progress is unknown. The device is not expected to be return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulmonary vein isolation a farawave catheter was selected for use. An abnormal elevation of the t-wave was observed just before the case was completed. Upon checking to see when the elevation had started, it was found that the t-wave elevation was confirmed immediately after pvi had ended through pfa and post-map was started. Since only the t-wave was elevated and not the st wave, cag was urgently performed after the case, but no abnormalities were found in the left or right coronary arteries. About 30 minutes after the procedure was completed, the t-wave returned to almost the same level as when the patient was brought in, and the patient was discharged. Thereafter, progress is unknown. The device is not expected to be return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.